Event description:
It was reported that during generator changeout, the insulation of the chronic right ventricular lead was noted to be damaged. The lead was repaired using medical adhesive on (B)(6) 2023. The patient was stable.